Event description:
It was reported that a sheath leak and air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the farawave pfa catheter experienced a spline inversion. This spline inversion was attempted to be fixed inside the patient by retracting the catheter into the sheath, rotating, and redeploying the catheter slowly, however, the spline inversion persisted. The catheter was reinserted into the patient, but the spline inversion reoccurred. The catheter was replaced with another farawave pfa catheter. Upon inserting the second farawave catheter into the faradrive sheath, the sheath was aspirated, and the valve on the faradrive sheath was leaking. The physician believed there may have been damage to the luer of the sheath as the farawave catheter was inserted and removed three times before a leak was noticed. The leak appeared to be coming from the luer as a slow, consistent drip. Air was seen in the sheath during aspiration of the sheath. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.